Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when the biopsy cap was punctured in an attempt for device passage, the sponge detached and was lodged in the scope channel. The procedure was completed with another rx locking/biopsy cap. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be fine.